Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was stated a total knee revision performed on (B)(6) 2018. The sigma 0 mm bolt came loose at some point as a result of the one piece 7 degree femoral stem breaking. Disassociation of the femoral stem and femoral stem bolt. Doi: 2009; dor: (B)(6) 2018; left knee.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.